Event description:
Spine revision performed on (B)(6) 2015 by dr cree at mater hospital. Patient had original surgery for scoliosis in (B)(6) 2007, t5-t12, posterior spinal fusion surgery. Now has a broken screw at t12, (l). Surgeon stated that the screw on t12 (r) had loosen and therefore the screw on the (l) which had a very good fusion, broke. He removed the broken screw (7x45mm) and replaced it with a larger diameter. He also replaced the loose screw at t12 on the (r). As per his technique, he also replaced both screws at t11 and the rods and set screws. Patient recovering satisfactorily. X-ray photos are available. (B)(6).

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.